Event description:
It was reported that the subject device displayed with ¿anti-fog function¿ when connected. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is broken. Based on the results of the investigation, the customer's malfunction was not confirmed during the evaluation. Moreover, the malfunction found during the evaluation is likely caused by a component failure at the distal end of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.